Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed complaint unverified, never got hot after 10 mins, worn donut, doesn't affect rtm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that desired setting not available since about 2 months ago, in group b, however patient can adjust stimulation in group a at 7.1 ma and could still adjust higher but that was uncomfortable for them. Pt has stimulation in their leg with group a and group b normally would cover their foot. Technical services(ts) had patient decrease stimulation, but they still got the same error after trying to decrease multiple times. Ts redirected patient to healthcare provider (hcp) to check system. Recharger gets too hot, and patient kept getting error message about replacing battery. Message occurs every time they tried to recharge the last couple months. A request was sent to the repair department to replace the rtm.